Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "missing instructions; vendor/printer error". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: "directions for use: 1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital/nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the 10ml balloon with a maximum of 10ml sterile water by using a water-filled luer-tip syringe. Do not use a needle tip syringe to inflate balloon. 6. Connect catheter to collection container. 7. To deflate the 10ml balloon, gently reinsert the luer tip syringe into the valve and aspirate. Caution: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plungerback and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and /or lead to injury, illness or death of the patient. Valve type: use luer slip tip syringe. Do not use needle." Correction- g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application when asked if they would agree with the statement: the instructions for use (IFU) for the following bard/becton dickinson products provides sufficient information about the products and its or their medical applications in relation to bardex i.c. Aquafil for the european community (d236512s to d236522s french size 12,14,16,18,20,22), bardex® i.c. 2-way council tip foley catheter (strip pack) (18 french)and bardex® i.c. 2-way council tip foley catheter trays. Also stated no, the benefits of using this product do not outweigh the potential risks when asked if they believe that the benefits of using the bard/becton dickinson i.c. Foley catheter and/or comprehensive care tray outweigh the potential risks referring to the pros outweigh the cons in relation to bardex i.c. Female length, 2-way foley catheter (14 french) and bardex® i.c. Aquafil for the european community (24 french). As per follow-up information received via ibc on 15nov2022, customer stated that a leaflet to explain how it was used would be helpful. Booklet did not provide that information for new starters or students.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application when asked if they would agree with the statement: the instructions for use (IFU) for the following bard/becton dickinson products provides sufficient information about the products and its or their medical applications in relation to bardex i.c. Aquafil for the european community (d236512s to d236522s french size 12,14,16,18,20,22), bardex® i.c. 2-way council tip foley catheter (strip pack) (18 french)and bardex® i.c. 2-way council tip foley catheter trays. Also stated no, the benefits of using this product do not outweigh the potential risks when asked if they believe that the benefits of using the bard/becton dickinson i.c. Foley catheter and/or comprehensive care tray outweigh the potential risks referring to the pros outweigh the cons in relation to bardex i.c. Female length, 2-way foley catheter (14 french) and bardex® i.c. Aquafil for the european community (24 french).